Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.

Event description:
It was reported that high threshold measurements were noted on the left ventricular lead. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced. There were no patient complications reported as a result of this event.